Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-56- user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 214mg/dl and a meter to meter comparison using the true metrix meter result of 102 and lab meter result of 41mg/dl. The expected fasting blood glucose test result range is 90-125mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 8/16/2019, and open vial date is about 1 week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called about meter giving a much higher result compared to his lab results done within a 30-minute time frame. Customer ran his blood before he left to has his blood work done. His glucose done at the lab was 41mg/dl with no symptoms vs his meter reading 102mg/dl fasting he did not know he had a problem until the meter was compared to his lab result. Battery was replaced just recently so the time and date ae incorrect. Customer normally takes his blood before each meal and then at bedtime.